Event description:
A malfunction was reported on a customer's pump, identified as code malf 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump as a resolution. The pump was not under warranty, and the customer expressed interest in acquiring an out-of-warranty loaner pump. No backup insulin therapy was available at the time, and the customer planned to consult with their healthcare provider.